Event description:
It was reported that quantibrite hla-dr pe/mono percp-cy5.5 gave erroneous results. The following information was provided by the initial reporter: "could you please provide the proper event description ? What is the reported issue of the customer? 1st email for more info sent on (B)(6) 2020. (B)(6). Answer received on (B)(6) 2020: the results of the antibody differs so much between two different lot's. Question from the customer: how much can lot numbers differ in their results ? How much can lot numbers differ in their results ? Used lot numbers at the same time on a facs canto cs&t of instrument pass. New lot 0286260 , old lot 8312967. Patient 1. (B)(6). 27221 abc. 31857 abc. 2. Patient similar results. Aeq provided in the pir form".

Manufacturer narrative:
H6: investigation summary: after further evaluation of the complaint, it has been determined that the previously submitted MFR report# 2243072-2020-02091 was sent in error. There was no report of serious injury, medical intervention, or reportable device malfunction. Per cfr regulation 809.3... This device is not considered an ivd used for clinical diagnosis and is therefore exempt from MDR reporting. The complaint has been entered into our tracking system and will be investigated, tracked and trended. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that quantibrite hla-dr pe/mono percp-cy5.5 gave erroneous results. The following information was provided by the initial reporter: "could you please provide the proper event description? What is the reported issue of the customer? 1st email for more info sent on 12/04/2020 (B)(6). Answer received on 12/4/2020: the results of the antibody differs so much between two different lot's. Question from the customer: how much can lot numbers differ in their results? How much can lot numbers differ in their results? Used lot numbers at the same time on a facs canto cs&t of instrument pass patient 1 (B)(6), new lot 0286260, 27221 abc, old lot 8312967, 31857 abc patient similar results aeq provided in the pir form"